Event description:
Customer reported via phone call that they experienced high blood glucose. Customer stated waking up in the morning with a blood glucose level of 20 mmol/l and believes it got as high as 30 mmol/l. Customer felt like it had come down during the course of the morning but did not have a glucometer to test at the time. Customer was assisted with checking the bolus history and basal rate settings. No insulin leaks were found and no error alarms present in the alarm history. Customer also mentioned that blood glucose went high on past weekend and found blood when removing the infusion set. Customer called back later to perform the high pressure test. The insulin pump failed the high pressure test; it did not alarm no delivery. Customer was instructed to repeat the high pressure test and the insulin pump alarmed motor error. Customer was advised to discontinue the use of the device and revert to a back a plan and a replacement insulin pump would be sent.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-51763.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a loose /flush drive support disk. Unable to test the functional check due to the motor error alarm. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.